Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), haematochezia ('abnormal bleeding (general): bloody stools'), syncope ('neurological conditions or problems type: fainting') and genital haemorrhage ('genital bleeding') in a 33-year-old female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma in 2018, blood pressure high in 2018 and vomiting. Current weight 110 lbs. Previously administered products included for an unreported indication: amlodipin in 2018, iron in 2018, medication in 2018, inhaler in 2018, supplement in 2018 and albuterol in 2018. Concurrent conditions included neurofibromatosis. Concomitant products included amlodipine since 2018, iron since 2018 and salbutamol (albuterol) since 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:utis"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), chest pain ("chest pain") and back pain ("low back pain"). In (B)(6) 2013, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced vulvovaginal rash ("rashes or skin conditions type: rashes in vaginal area"), rash ("rashes or skin conditions type:rashes in abdomen") and migraine ("migraines/ headaches"). In (B)(6) 2018, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2018, the patient experienced haematochezia (seriousness criterion medically significant) and anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2018, the patient experienced syncope (seriousness criterion medically significant) and amnesia ("memory loss"). In (B)(6) 2018, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). On an unknown date, the patient experienced complication of device removal ("were you advised of any complications from your essure removal procedure:I was told that the surgery took longer than expected"), genital haemorrhage (seriousness criterion medically significant), headache ("headache"), abdominal pain ("abdominal pain"), blood loss anaemia ("anemia due to blood loss"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), arthralgia ("hips pain"), menstruation delayed ("late menses"), pruritus genital ("genital itches"), abdominal pain upper ("stomach pain"), neck pain ("neck pain"), loss of libido ("lack of sex"), pain in extremity ("leg pain") and bacterial vulvovaginitis ("bacterial vaginal infection"). The patient was treated with blood transfusion, iron pills, colonoscopy, blood transfusion and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, haematochezia, syncope, hot flush, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, female sexual dysfunction, anxiety, depression, vulvovaginal rash, rash, migraine, uterine leiomyoma, anaemia, nausea, amnesia, dysmenorrhoea, dyspareunia, weight decreased, chest pain, complication of device removal, genital haemorrhage, headache, abdominal pain, blood loss anaemia, bladder disorder, urinary tract disorder, menstruation delayed, pruritus genital, abdominal pain upper, neck pain, loss of libido and pain in extremity outcome was unknown, the abdominal distension had resolved and the alopecia and back pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, amnesia, anaemia, anxiety, arthralgia, back pain, bacterial vulvovaginitis, bladder disorder, blood loss anaemia, chest pain, complication of device removal, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, haematochezia, headache, hot flush, loss of libido, menorrhagia, menstruation delayed, migraine, nausea, neck pain, pain in extremity, pelvic pain, pruritus genital, rash, syncope, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vulvovaginal rash and weight decreased to be related to essure. The reporter commented: date of insertion mention in source document was reported (B)(6) 1905. Current weight 110 lbs. She was told that the surgery took longer than expected. Coils on left: 3, coils on right: 3. Plaintiff received treatment for dyspareunia menorrhagia, vaginal infection, apareunia , bloating, weight gain , migraines, bladder disorder , urinary tract disorder , hair loss , hormonal changes , nausea , rash . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: single small uterine fibroid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Reporters information updated. Events:gen abnormal bleeding , headache , abdominal pain , anemia due to blood loss ,bladder disorder , urinary tract disorder nos were added.fu 5 , 6 and 7 processed together. On 22-nov-2019: no new information added. Fu 5 , 6 and 7 processed together. On 26-nov-2019: social media received. Event:hips pain, late menses, genital itching female, stomach pain, neck pain, lack of libido, leg pain, bacterial vaginal infection were added. Fu 5 , 6 and 7 processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), haematochezia ('abnormal bleeding (general): bloody stools') and syncope ('neurological conditions or problems type: fainting') in a 33-year-old female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma in 2018 and blood pressure high in 2018. Current weight 110 lbs. Previously administered products included for an unreported indication: amlodipin in 2018, iron in 2018, medication in 2018, inhaler in 2018, supplement in 2018 and albuterol in 2018. Concomitant products included amlodipine since 2018, iron since 2018 and salbutamol (albuterol) since 2018. On (B)(6) 2011, the patient had essure inserted. In september 2011, the patient experienced alopecia ("hair loss"). In october 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:utis"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), chest pain ("chest pain") and back pain ("low back pain"). In september 2013, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In february 2015, the patient experienced nausea ("nausea"). In january 2018, the patient experienced vulvovaginal rash ("rashes or skin conditions type: rashes in vaginal area"), rash ("rashes or skin conditions type:rashes in abdomen") and migraine ("migraines/ headaches"). In february 2018, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In april 2018, the patient experienced haematochezia (seriousness criterion medically significant) and anaemia ("blood or heart disorder/condition type: anemia"). In may 2018, the patient experienced syncope (seriousness criterion medically significant) and amnesia ("memory loss"). In june 2018, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). On an unknown date, the patient experienced complication of device removal ("were you advised of any complications from your essure removal procedure:I was told that the surgery took longer than expected"). The patient was treated with blood transfusion, iron pills, colonoscopy, blood transfusion and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, haematochezia, syncope, hot flush, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, female sexual dysfunction, anxiety, depression, vulvovaginal rash, rash, migraine, uterine leiomyoma, anaemia, nausea, amnesia, dysmenorrhoea, dyspareunia, weight decreased, chest pain and complication of device removal outcome was unknown, the abdominal distension had resolved and the alopecia and back pain was resolving. The reporter considered abdominal distension, alopecia, amnesia, anaemia, anxiety, back pain, chest pain, complication of device removal, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, haematochezia, hot flush, menorrhagia, migraine, nausea, pelvic pain, rash, syncope, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vulvovaginal rash and weight decreased to be related to essure. The reporter commented: date of insertion mention in source document was reported (B)(6) 1905. Current weight 110 lbs. She was told that the surgery took longer than expected. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('genital bleeding'), haematochezia ('abnormal bleeding (general): bloody stools') and syncope ('neurological conditions or problems type: fainting') in a 34-year-old female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma in 2018, blood pressure high in 2018, automobile accident in 2007, vomiting and baby premature. Current weight 110 lbs. Previously administered products included for an unreported indication: amlodipin in 2018, iron in 2018, medication in 2018, inhaler in 2018, supplement in 2018 and albuterol in 2018. Concurrent conditions included neurofibromatosis. Concomitant products included amlodipine since 2018, iron since 2018 and salbutamol (albuterol) since 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:utis"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating, my stomach got bigger, me too it look me pregnant "), chest pain ("chest pain") and back pain ("low back pain, I'm having all ready back pain"). In (B)(6) 2013, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced vulvovaginal rash ("rashes or skin conditions type: rashes in vaginal area,private part itch "), rash ("rashes or skin conditions type:rashes in abdomen") and migraine ("migraines/ headaches"). In (B)(6) 2018, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2018, the patient experienced haematochezia (seriousness criterion medically significant) and anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2018, the patient experienced syncope (seriousness criterion medically significant) and amnesia ("memory loss"). In (B)(6) 2018, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), complication of device removal ("were you advised of any complications from your essure removal procedure:I was told that the surgery took longer than expected"), headache ("headache"), abdominal pain ("abdominal pain"), blood loss anaemia ("anemia due to blood loss"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), arthralgia ("hips pain"), menstruation delayed ("late menses"), pruritus genital ("genital itches"), abdominal pain upper ("stomach pain"), neck pain ("neck pain"), loss of libido ("lack of sex"), pain in extremity ("leg pain"), bacterial vulvovaginitis ("bacterial vaginal infection"), vulvovaginal pain ("now my private part hurts"), bronchial secretion retention ("look like mucus plug"), feeling abnormal ("I dont feel good today "), malaise ("I still feel sick"), bacterial infection ("I have bacterial infection"), nervousness ("I'm so nervous "), crying ("crying "), fear ("scared") and affect lability ("with emotion ") and was found to have fibroma ("fibroid tumor"). The patient was treated with blood transfusion, iron pills, colonoscopy, blood transfusion and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, haematochezia, syncope, menorrhagia, hot flush, vaginal haemorrhage, vaginal infection, urinary tract infection, female sexual dysfunction, anxiety, depression, vulvovaginal rash, rash, migraine, uterine leiomyoma, anaemia, nausea, amnesia, dysmenorrhoea, dyspareunia, weight decreased, chest pain, complication of device removal, headache, abdominal pain, blood loss anaemia, bladder disorder, urinary tract disorder, menstruation delayed, pruritus genital, abdominal pain upper, neck pain, loss of libido, pain in extremity, vulvovaginal pain, bronchial secretion retention, feeling abnormal, malaise, bacterial infection, nervousness, crying, fear, affect lability and fibroma outcome was unknown, the abdominal distension had resolved and the alopecia and back pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, affect lability, alopecia, amnesia, anaemia, anxiety, arthralgia, back pain, bacterial infection, bacterial vulvovaginitis, bladder disorder, blood loss anaemia, bronchial secretion retention, chest pain, complication of device removal, crying, depression, dysmenorrhoea, dyspareunia, fear, feeling abnormal, female sexual dysfunction, fibroma, genital haemorrhage, haematochezia, headache, hot flush, loss of libido, malaise, menorrhagia, menstruation delayed, migraine, nausea, neck pain, nervousness, pain in extremity, pelvic pain, pruritus genital, rash, syncope, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vulvovaginal pain, vulvovaginal rash and weight decreased to be related to essure. The reporter commented: date of insertion mention in source document was reported (B)(6) 1905. Current weight 110 lbs. She was told that the surgery took longer than expected. Coils on left: 3, coils on right: 3. Plaintiff received treatment for dyspareunia menorrhagia, vaginal infection, apareunia , bloating, weight gain , migraines, bladder disorder , urinary tract disorder , hair loss , hormonal changes , nausea , rash . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: single small uterine fibroid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: document received from social media, aka reporter , new event new event now my private part hurts , look like mucus plug , I still feel good today, I have bacterial infection , I'm so nervous , crying , scared with emotion, fibroid tumor were added and event my lower back pain ,stomach got bigger, me too it look me pregnant , now my private part itches clubbed with previously event. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), haematochezia ('abnormal bleeding (general): bloody stools') and syncope ('neurological conditions or problems type: fainting') in a (B)(6) year-old female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma in 2018 and blood pressure high in 2018. Current weight (B)(6) lbs. Previously administered products included for an unreported indication: amlodipin in 2018, iron in 2018, medication in 2018, inhaler in 2018, supplement in 2018 and albuterol in 2018. Concomitant products included amlodipine since 2018, iron since 2018 and salbutamol (albuterol) since 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder / urinary tract / vaginal) type: vaginal"), urinary tract infection ("infection (bladder / urinary tract / vaginal) type:utis"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), chest pain ("chest pain") and back pain ("low back pain"). In (B)(6) 2013, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced vulvovaginal rash ("rashes or skin conditions type: rashes in vaginal area"), rash ("rashes or skin conditions type: rashes in abdomen") and migraine ("migraines / headaches"). In (B)(6) 2018, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2018, the patient experienced haematochezia (seriousness criterion medically significant) and anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2018, the patient experienced syncope (seriousness criterion medically significant) and amnesia ("memory loss"). In (B)(6) 2018, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). On an unknown date, the patient experienced complication of device removal ("were you advised of any complications from your essure removal procedure: I was told that the surgery took longer than expected"). The patient was treated with blood transfusion, iron pills, colonoscopy, blood transfusion and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, haematochezia, syncope, hot flush, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, female sexual dysfunction, anxiety, depression, vulvovaginal rash, rash, migraine, uterine leiomyoma, anaemia, nausea, amnesia, dysmenorrhoea, dyspareunia, weight decreased, chest pain and complication of device removal outcome was unknown, the abdominal distension had resolved and the alopecia and back pain was resolving. The reporter considered abdominal distension, alopecia, amnesia, anaemia, anxiety, back pain, chest pain, complication of device removal, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, haematochezia, hot flush, menorrhagia, migraine, nausea, pelvic pain, rash, syncope, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vulvovaginal rash and weight decreased to be related to essure. The reporter commented: date of insertion mention in source document was reported (B)(6) 1905. Current weight (B)(6) lbs. She was told that the surgery took longer than expected. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-aug-2019: pfs received: case has became incident. Previously reported event updated with new events. New events added: pelvic pain, hot flashes, abnormal bleeding (general): bloody stools, abnormal bleeding (vaginal), menorrhagia, infection (bladder / urinary tract/vaginal) type: vaginal, utis, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, depression, rashes or skin conditions type: rashes in vaginal area, rashes in abdomen, migraines/ headaches, fibroids, anemia, nausea, fainting, memory loss, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight loss, bloating, hair loss, chest pain, low back pain & device removal complication. Event onset date, event outcome, lot number were added. Reporter information were updated, patient history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.